Manufacturer narrative:
Date initial report sent: 12/13/2007.

Event description:
Procedure: extrapleural pneumonectomy. According to the reporter: the stapler was fired over main bronchus and no problems occurred during the operation. However, around 3 weeks post op, the staple line was opened and the patient got pyothorax. When they inserted the bronchoscope, it was noticed that some staples stayed their legs straight. This required reoperation.